Event description:
Six months ago, the patient had endoscopic forehead lift with bilateral implantation of a bioabsorbable ultratine implant to secure the lifted forehead position. In the months following the surgery, the patient developed a cystic mass around the implant on the right, which was increasing in size due to continued inflammation, and the best option was to remove the offending material. The entire reactive mass was excised to remove all foreign material from within the periosteal mass and from within the bone.